Event description:
It was reported that the clinic contacted med-el to report that the patient has nine electrode channels showing either high impedance of short circuit. The audiologist was not aware of exactly which channels had high impedance or short circuit. The patient was in a car accident recently, but there is a possibility that some of the channels were showing high impedance and/or short circuits prior to the accident. Additional testing to be carried out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.